Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054 lead, implanted (B)(6) 2001; 6935 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that there was an alarm on the left ventricular lead for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.